Event description:
It was reported that an automated impella controller (aic) had an optical sensor system error at the start of the procedure. The console was swapped out and the pump was utilized with no issues. No further information was provided. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1 product problem selection was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data and device analysis are consistent with complaint. Root cause: the optical sensor system error during case start was caused by combination of optical bench failure (low snr) and an air gap at the optical pump connector (presumably due to pump plug not inserted fully into receptacle on aic). Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console